Event description:
It was reported, the video system center had no image on 180 range. The issue occurred at preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation (via the field service engineer). Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty printed circuit board. The cause of the defect is possibly due to the printed circuit board being manufactured before the design modification was implemented. It was further confirmed that the design of the printed circuit board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.